Event description:
It was reported that the ep4 suddenly changed rate while pacing on f5 from 500ms to 170ms.

Manufacturer narrative:
Testing of the returned ep-4 stimulator and touch screen failed to duplicate the complaint of cycle length changing. After reviewing with the user, it was found that the problem was a software sequence conditional with the user's input device which was subsequently duplicated. A quality improvement project has been implemented to address this software sequence problem.